Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their unknown onetouch meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, to obtain additional information. The patient did not specify when the alleged product issue occurred, nor could they provide any details regarding the alleged inaccuracy. The patient stated that they manage their diabetes by self-adjusting their insulin dosage, but it is not known if they had made any changes to their normal regimen as a result of the alleged product issue. The patient stated that an unknown period of time after the alleged product issue started they developed the symptoms of ¿sweating and dizzy¿, but denied requiring any form of treatment as a result of these symptoms. No further details were obtained by the cca at the time of troubleshooting. This complaint is being reported because the patient allegedly obtained inaccurate result(s) on the subject meter which led to them developing symptoms indicative of serious injury after the alleged product issue began.